Event description:
Received info regarding an occlusion alarm an multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during basal delivery. Reportedly, the customer observed cracks on the cartridge. At the time of the report, the customer's blood glucose level was 190 mg/dl. The customer was able to load a new cartridge successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u supplemental report will be submitted if the device has been received.